Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.